Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range pacing impedance measurements and the pacemaker triggered a lead safety switch to unipolar mode. Additionally, loss of capture and noise were noted in bipolar mode. The lead was reprogrammed to unipolar mode and the plan is continuing to be monitored. At this time, the product remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range pacing impedance measurements, and the pacemaker triggered a lead safety switch to unipolar mode. Additionally, loss of capture and noise were noted in bipolar mode. The lead was reprogrammed to unipolar mode and the plan is continuing to be monitored. At this time, the product remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Explanted performed. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range pacing impedance measurements, and the pacemaker triggered a lead safety switch to unipolar mode. Additionally, loss of capture and noise were noted in bipolar mode. The lead was reprogrammed to unipolar mode and the plan is continuing to be monitored. Subsequently, a revision procedure was performed and the pacemaker was explanted and replaced. While the ra remains implanted. No additional adverse patient effects were reported.